Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the headlight has detached from the arm. Fortunately no adverse outcome has been reported due to mentioned issue, however, we decided to report this case in abundance of caution and based on the potential as detachment of the headlight can leads to serious injury in case of event reoccurrence. As it was stated by the service technician, claimed device was over 10 years in use and as the powerled is no longer in production, an offer for replacement of surgical light was proposed. It was not confirmed if the customer agreed for the replacement. It was established that when the event occurred, the surgical light did not meet its specification due to headlight¿s detachment, what contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure rate of headlight¿s detachment is very low. According to the subject matter expert on the manufacturing site, the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the evaluation cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 20th of october 2021 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the headlight has detached from the arm. Fortunately no adverse outcome has been reported due to mentioned issue, however, we decided to report this case in abundance of caution and based on the potential as detachment of the headlight can lead to serious injury in case of event reoccurrence.

Manufacturer narrative:
The correction of serial # deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).